Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique prior to an interventional stent graft procedure. Reportedly, when the plunger was removed from two proglide devices, the knots were "tangling", and not in place to close the vessel. The sutures of two new proglide devices were successfully pre-placed. The stent graft procedure was completed, and hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition was observed as a link detachment at the anterior cuff. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture/ link pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.